Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to high blood glucose on (B)(6) 2019 at 6 pm with the blood glucose of 550 mg/dl. The customer was treated with the manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned foe analysis.